Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the sensor was working then said change sensor and last night her blood glucose was over 400 mg/dl and sensor glucose was 150 mg/dl and she called but did not troubleshooting the change sensor. Customer did not receive a change sensor alert after a calibration not accepted. Customer declined troubleshooting for the high blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The insulin device will not be returned for analysis.